Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('migration/perforation (her left device perforated the isthmic region and the sigmoid colon)') and device breakage ('her left device perforated the isthmic region and the sigmoid colon and seems to have fragmented') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("right device appears to still be implanted"), migraine ("migraines"), pelvic pain ("worsening pain"), genital haemorrhage ("worsening abnormal bleeding"), autoimmune disorder ("autoimune symptoms"), hypersensitivity ("hypersensitivity symptoms") and headache ("headaches"). The patient was treated with surgery (her left device was removed but the right device appears to still be implanted). At the time of the report, the gastrointestinal injury, device breakage, complication of device removal, migraine, pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity and headache outcome was unknown. The reporter considered autoimmune disorder, complication of device removal, device breakage, gastrointestinal injury, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. The reporter commented: her left device perforated the isthmic region and the sigmoid colon, and seems to have fragmented as well. Her left device was removed, but the right device appears to still be implanted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('migration/perforation (her left device perforated the isthmic region and the sigmoid colon)'), fallopian tube perforation ('perforation of essure device through the left fallopian tube.') And device breakage ('her left device perforated the isthmic region and the sigmoid colon and seems to have fragmented') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c, multigravida and parity 3. On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("right device appears to still be implanted"), migraine ("migraines"), pelvic pain ("worsening pain"), genital haemorrhage ("worsening abnormal bleeding"), autoimmune disorder ("autoimune symptoms"), hypersensitivity ("hypersensitivity symptoms") and headache ("headaches"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopy, removal of essure device, bilateral tubal ligation with fallop and her left device was removed but the right device appears to still be implanted). Essure was removed on (B)(6) 2004. At the time of the report, the gastrointestinal injury, fallopian tube perforation, device breakage, complication of device removal, migraine, pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity and headache outcome was unknown. The reporter considered autoimmune disorder, complication of device removal, device breakage, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. The reporter commented: left tubal essure only showing three to four coils and the right essure device showing only seven to eight coils. Her left device perforated the isthmic region and the sigmoid colon, and seems to have fragmented as well. Her left device was removed, but the right device appears to still be implanted. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received: event perforation of essure device through the left fallopian tube added and made medically significant and intervention required due to surgery. Reporter, medical history, essure insertion and removal date and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('migration/perforation (her left device perforated the isthmic region and the sigmoid colon)') and device breakage ('her left device perforated the isthmic region and the sigmoid colon and seems to have fragmented') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("right device appears to still be implanted"), migraine ("migraines"), pelvic pain ("worsening pain"), genital haemorrhage ("worsening abnormal bleeding"), autoimmune disorder ("autoimune symptoms"), hypersensitivity ("hypersensitivity symptoms") and headache ("headaches"). The patient was treated with surgery (her left device was removed but the right device appears to still be implanted). At the time of the report, the gastrointestinal injury, device breakage, complication of device removal, migraine, pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity and headache outcome was unknown. The reporter considered autoimmune disorder, complication of device removal, device breakage, gastrointestinal injury, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. The reporter commented: her left device perforated the isthmic region and the sigmoid colon, and seems to have fragmented as well. Her left device was removed, but the right device appears to still be implanted. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.